Manufacturer narrative:
Insulin pump passed the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08720 inches noted. No missing segment/partial display anomaly and no motor error alarm during test. Motor passed motor test. Insulin pump received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a scratch on the screen blocking the display and he was having a hard time reading the screen. The customer's blood glucose level was 250 mg/dl. The customer also reported that the insulin pump had received a motor error. The customer was assisted in troubleshooting and it was reported that he was able to complete the insulin pump rewind. The customer performed displacement test and it passed and motor error did not recur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.